Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Investigation results: a quality hold was found (data entry issue) during DHR review, but not relative to the issue. A query indicates one additional complaint has been received for this lot number from same account. Customer discarded the broken piece, nothing to return. Product not received at investigation site.

Event description:
In this event it is reported that a waveone gold reciprocating file primary 25mm file broke during use. The broken part remains in the canal. Patient is to return for additional treatment.